Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain/tenderness at the ipg site. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's doctor decided to explant and replace the patient's ipg, and implant the replacement device in the original pocket location.

Event description:
Follow-up revealed surgical intervention addressed the patient's issue.